Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent sling procedure in 2006. Postoperatively, the pt developed worsening urinary incontinence of moderate intensity. The pt has been prescribed sanctura and vesicare. The pt had a history of rare urge incontinence and stress urinary incontinence. The pt was not wearing pads prior to surgery, but had to following the surgery due to urinary leakage. The pt has been brought back to the or for mesh removal and placement of a new sling device.